Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
(B)(4). 8100 unit serial# (B)(4). Error "check IV sets" customer james called in for help on 8100 unit after he had replace the front door on unit because it was hard close the door, now he is get error "check IV set" which has to do with the pressure sensor on the unit. Will need to be replace once replaced if he is still have same issue unit has to come in for repair.